Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with unprogrammed bolus delivery and unresponsive keypad. The customer reported hypoglycemia of 36 mg/dl was treated with glucose/carb intake and emergency room visit. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a and unomedical. Troubleshooting was performed and the customer experienced low blood glucose due to hacking allegation. Troubleshooting was performed for stuck keypad and found that pump has not been exposed to altitude changes. Time does advanced when display was observed. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and the customer response was that the device would be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. [Per saavedra, leydis - prin software engineer: based on pump history and trace data reviewed, the pump performed as expected and no evidence of a cyber-attack was found. Pump and trace data confirmed that the 6.2u bolus delivered on 04/30/2025 03:06:31 was manually programmed via the meal wizard while in smartguard. There were no stuck button alarms noted in pump history.] Delivery anomaly-possible over delivery not confirmed. The pump responded properly to button presses. No keypad unresponsive anomaly noted during testing. No stuck button alarm noted during testing. Removed the keypad overlay. No damage noted on the keypad traces. No damage noted on the keypad dome switches. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case and a pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered surrounding the event date of 30-apr-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 30-apr-2025 in the pump history file and found a sensorerroralert (801) on 04/26/2025 at 20:23:51.000. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or sensor error alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Software error-cybersecurity - hacking allegation not confirmed. Alarm-keypad/button error not confirmed. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.